Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("add gel" messages, damaged connector, and service code 204) has not been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open yellow (pgnd) wire in the trunk cable. The trunk cable and trunk cable connector showed signes of physical abuse but was able to secure to the monitor. The root cause for the open wire was excessive force. There was no death or adverse event associated with the belt malfunction.

Event description:
03/18/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 10/31/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned an electrode belt and reported that the patient was experiencing a service code 204 (belt/monitor unusable), and "add gel" messages, and that the belt had a damaged connector.